Event description:
It was reported that the patient needed physician listing information to locate a new health care provider (hcp). The patient had been dismissed from their previous hcp due to the patient having a ¿crisis¿ around the previous (B)(6) holiday and the reporter taking matters in her own hands. The hcp reportedly ¿had a fit about it¿. The hcp had been on vacation at the time and didn¿t want to do anything over the phone. The patient at the time of the crisis had been on clonidine, baclofen and dilaudid and was being weaned off the dilaudid as the end goal was to have no dilaudid in the pump. The patient had reportedly been doing well with the weaning down until the last two ¿changes¿ which were at the (B)(6) and were ¿pretty rough¿ on the patient. The second change was 2013 (B)(6) which started working on 2013 (B)(6) because, the reporter noted it took two days to get through the catheter. The patient had ¿withdrawal period¿ at that time, which was reportedly expected. But when the withdrawal was over, the patient was in excruciating pain. When the patient is in pain like that, the patient reportedly goes into crisis. The patient and reporter contacted their endocrinologist and that hcp gave the patient a double steroid dose to keep the patient out of crisis. That hcp was reportedly horrified at how the patient looked and recommended they contact their managing pump hcp. At that time, the managing hcp didn¿t want to do anything over the phone. The reporter then decided to give the patient 50 milligrams of nucynta that they had from their managing hcp from ¿a long time ago¿. It was then reported, the patient had been hospitalized twice during this time. The patient¿s pain, blood pressure and heart rate were elevated which was observed by the patient¿s other hcp. The patient was admitted over night ¿at emergency¿ on 2013 (B)(6) and on 2013 (B)(6) overnight. The patient¿s managing pump hcp reportedly didn¿t want to give the patient pain medication. That was when the reporter took matters in her own hands by providing the patient with the medication. They then called the patient¿s hcp and told him that the patient¿s blood pressure went down, he had gotten his appetite back and ¿looked human¿ however, the hcp was furious. This was the reason the hcp no longer wanted to see the patient. It was noted the patient took clonidine orally. The clonidine had been removed to see if that was causing the patient¿s heart rate to increase. It was then noted the patient¿s feet were in pain from their spinal cord injury. The device system was currently used to deliver baclofen however, it was noted ¿at times¿ the patient had baclofen, clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).